Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found both the sample and r2 syringe assemblies leaking. The fsr replaced the syringe assy which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(4) or the syringe assy was identified.

Event description:
The customer observed a (B)(6) architect hcv ag result for one sample and (B)(6) architect hiv ag/ab results for multiple samples. The following data was provided: (B)(6) 2021, sid (B)(6) initial result was (B)(6) (initial result was questioned by the physician), repeat = (B)(6) no specific data or comparison data was provided for the repeat (B)(6) hiv ag/ab results. No impact to patient management was reported.